Event description:
It was reported that patient enrolled in clinical study underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, patient underwent a procedure on (B)(6) 2004 to drain, debride and remove fibrinous and dead debris. No infection was noted and no product was removed during procedure. No further information has been provided.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "inadequate preclosure cleaning (removal of surgical debris) may lead to excessive wear."